Manufacturer narrative:
The zealand pharma ae assessor spoke with the v-go user for further investigation of the complaint of hyperglycemia, highest symptomatic bg was 503, she felt angry, emotional, had weakness, muscle cramping and nausea. The v-go user states she has been on v-go for 4 years without issue and her bg was usually in the lower 100 range. She states that with her last 90 day v-go supply she experienced hyperglycemia which require medical advice for management. She states her doctor told her she "could have died from these v-gos". The v-go user states "this lot number could kill someone and needs to be recalled." The v-go user states her spouse filled v-go devices as usual. Spouse and v-go user state they were instructed by the v-go trainer 4 years ago to fill v-go devices for up to 30 days of use and store them in the refrigerator. The ae assessor let the spouse and v-go user know this was not per IFU and referred the v-go user to the IFU. The v-go user states they were on vacation and she "did not feel right." She noticed her bg was going up so she took additional bolus dosing. V-go user boluses per her food intake/correction. V-go user bg values continued to elevate and she continued to deliver bolus dosing via v-go for bg management. She states that eventually they looked at the filled v-go devices and noticed that the filled v-go devices had all leaked and were only 50% full at the most. They noticed the smell of insulin even though they could not see where the leaking was coming from. The v-go user thinks she applied v-go devices which may have leaked out round 50% of the insulin. The v-go user did not check the vgo viewing window before applying the vgos as she was following the same process she "had done for the last 4 years." The v-go user also noticed the possible sensation of dampness with one v-go but she could not tell if it was dampness or just the cold sensation from applying a v-go which had been stored in the refrigerator. The v-go user spoke with her hcp by phone and was instructed by the hcp "to immediately stop using v-go devices from this lot number" and to take insulin by injection (long lasting and short acting by injection) for bg management. The v-go user states a v-go representative spoke with her and dropped off a starter kit at the hcp office "with a different lot number". The vgo user states she gave the lot number from this complaint to the vgo representative that works with the hcp office. The vgo user states she would like to return to vgo use but she does not know "if the doctor will allow it as the vgo could have killed" her. Vgo user has an appt. With her hcp on (B)(6) 2020. The v-go user denies any other possible contributing factors to the hyperglycemia other than the v-go device. If the v-go was not completely filled with insulin when the v-go user applied the device, this could cause hyperglycemia. V-go user states the v-gos were filled and stored using the procedure she was trained on 4 years ago. The device was returned and evaluated. The evaluation is as follows: the complaint about the hyperglycemia event is confirmed. The device was returned with air bubble larger than a rice grain was observed in the vial. In the "instruction for patient use guide on page 15 noted "if you see air bubbles larger than a grain of rice, the v-go may not be filled completely. Repeat step 4a to 4f in section 2 (part 2) to ensure a complete fill." This could contribute to a hyperglycemia reading.

Event description:
The patient reported reporting hyperglycemia since (B)(6) 2020. The patient has been using the v-go for 4 years. The patient said that she is using the v-go on her thighs. The patient indicated that these events happened after receiving the new v-go, she mentioned that before those new v-go everything was fine. The patient mentioned that her first high reading was of 503, on (B)(6) 2020. The patient indicated that her normal readings are of 120-127. The patient indicated this morning her reading was of 358 at 4:00 a.m. The patient indicated that this morning at 9:00 a.m. Her reading was of 252. The patient took another reading while on the call and it was of 237 approximately at 11:53 a.m. The patient indicated that she contacted her hcp and was advised to get humalog syringes, she mentioned that she got 10 units or more. The patient reported that the v-go was leaking with a strong insulin odor. The patient indicated that the v-go were 50% full only.